Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not working. Analysis of the system log files showed multiple errors like geometry, pdu (power distribution unit) and ui devices errors. During troubleshooting, fse identified the defective power supply in the m-cabinet caused the fdc-sib (flat detector controller - system interface board) to fail. The fse replaced the defective fan and dc power supply unit to resolve the issue. After replacement, the system was returned to work in a good condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the equipment must institute a routine user checks program. The responsible organization of the equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.